Event description:
It was reported that the battery of the t:slim x2 pump would not charge, and a power source alert was noted in the pump's history. There was no adverse impact to the customer¿s blood glucose level as the pump did not shut down or become unable to be turned back on. The customer was advised to plug their wall adapter into a functioning outlet for at least 30 minutes using the original charging supplies, after which the pump began charging, and no further assistance was required.